Event description:
A malfunction alarm identified as "malf 12" was reported, and the customer experienced no adverse impact on blood glucose levels. Technical support provided information for resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer may continue to use the pump, with instructions to call back if the issue happens again.